Event description:
Undergoing thrombolysis of left arm dialysis shunt, pt experienced bradycardia requiring placement of temporary pacemaker. Approximately two hours later, while in ICU, the pacemaker was no longer capturing and the pt experienced bradycardia again necessitating resuscitation.